Manufacturer narrative:
The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the reporter contacted lifescan alleging an unspecified error message with the subject meter. The reported issue was resolved with customer service troubleshooting. There were no allegations of harm or injury. Based on the customer service investigation, this complaint is not reportable since there was no evidence of a malfunction or adverse event. On (B)(6) 2011 the meter involved with this complaint was returned to lifescan and was evaluated by the product analysis group. Investigation found that the meter's spc pins were above specifications and were also bent. This complaint is being reported due to the failed device investigations.